Manufacturer narrative:
The investigation determined that lower than expected thyroid stimulating hormone (tsh) results were obtained from american proficiency institute (api) proficiency sample fluids using vitros immunodiagnostic products tsh reagent lot 7540 on a vitros 5600 integrated system. An assignable cause of the event could not be determined. Based on historical quality control results a vitros tsh reagent lot 7540 related issue is not a likely contributing factor of the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 7540. As no precision testing was performed on the vitros 5600 system around the time of the event, an instrument related issue cannot be entirely ruled out as a contributing factor of the event. However, there was no evidence indicating an instrument malfunction as quality control results were within expectations and acceptable results were obtained on the instrument for the other api samples at the time of the event. The customer stated that the proficiency samples were prepared, handled and stored according to the protocol recommended by api. However, an issue related to samples ch-01 and ch-02 cannot be ruled out as acceptable results were obtained using the other proficiency samples. Additionally, customer result for sample ch-02 breached potential health and safety criteria when compared to the mean value, however, was determined to be acceptable by api.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected thyroid stimulating hormone (tsh) results obtained from american proficiency institute (api) proficiency sample fluids using vitros immunodiagnostic products tsh reagent lot 7540 on a vitros 5600 integrated system. Api sample ch-01 vitros tsh result of 1.82 uiu/ml vs an expected result of 3.423 uiu/ml api sample ch-02 vitros tsh result of <0.02 uiu/ml vs an expected result of 0.062 uiu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros tsh results were from non-patient fluids. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).